Manufacturer narrative:
The electronic history file from the actual device was evaluated. The electronic history identified that the AED was placed in service on (B)(6) 2007 and that the AED was functioning properly, successfully performing its self-tests, until (B)(6) 2012 when the unit reported a service code. The unit blinked its red active status indicator light and chirped until (B)(6) 2012 when the 9-volt battery that powers the unit's self test system became depleted. The AED was not serviced, the 9-volt battery was not replaced, and the AED was not able to perform its self-tests. The unit was powered on for a few events and user self-tests from (B)(6) 2012 to (B)(6) 2013, all reporting a service code and a replace 9 volt battery warning on power down. On (B)(6) 2014, the AED was deployed for an event where the unit was powered on, it analyzed the patient, advised a shock, began charging, and shut down. This sequence was repeated two additional times with the same result, all due to a low battery condition with the main AED battery, a condition which is detectable by the unit's self test system. This low battery condition was not detected in this case, as the 9-volt battery that powers the AED self-test system was not replaced after becoming depleted on (B)(6) 2012. Results: the investigation determined that there was a failure to service/maintain the device according to manufacturer recommendations, specifically, the AED was not kept in a "ready" state. Based on these findings, this MDR is being filed for user error.

Event description:
On (B)(6) 2014, it was reported by a fire department that an AED was connected to a patient and the AED did not shock the patient during the rescue. They also reported that when the als team arrived on site, their equipment shocked the patient 5 times. On (B)(6) 2014, we informed the customer that the cause of the event was a failure to maintain the AED. We also reviewed the proper maintenance of the AED and battery with the customer at that time. The customer has replaced the main AED battery pack and 9-volt battery and the AED is currently functioning as designed.